Event description:
It was reported that during an esophageal resection, part of the staples were malformed after firing, but it was not found until the day after. Surgeon repaired the leakage by hand sewing in an open case. The patient is okay and was discharged from the hospital.

Manufacturer narrative:
The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. However, the knife was noted to have nicks. This damage is consistent when the device is fired over and already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionally. The device fired and formed all the staples as intended, the staple line was noted to be completed and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.